Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, a shaft break occurred. A 2.75x32mm taxus express2 drug eluting stent had been selected to treat an unknown lesion. At an unspecified time during the procedure, the "stent delivery system broke before entering the body". Repeated requests for additional information have been made; however, no additional information has been received.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.